Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited out of range pacing impedance measurement that triggered the lead safety switch (lss). Prior to the polarity switch caused by the lss, there was no noise noted on the rv channel. Post lss noise was noted on the rv channel that was oversensed and led to inappropriately stored ventricular tachycardia (vt) episodes it was noted that patient had an underlying rhythm during these episodes. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update the evaluation conclusion code.